Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("part of the essure coil still in place"), fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)"), pelvic pain ("pelvic pain / pain"), device expulsion ("migration of essure device location of device: uterus"), antiphospholipid syndrome ("antiphospholipid antibody syndrome") and inflammatory bowel disease ("inflammatory bowel disease") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, cervicitis, pain in cervical spine, endometriosis, parakeratosis, adenomyosis, herpes genitalis, bloating and recurrent urinary tract infection. Concomitant products included oxycodone hydrochloride (oxycodon) since february 2009. In december 2006, the patient had essure (ess205) inserted. In january 2008, the patient experienced raynaud's phenomenon ("raynaud's,"), cystitis interstitial ("intestinal cystitis") and allergy to metals ("nickel allergy") with urticaria. In january 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") with vaginal discharge and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced antiphospholipid syndrome (seriousness criterion medically significant) and inflammatory bowel disease (seriousness criterion medically significant). In 2011, the patient experienced burning sensation ("severe burning all over the body"), anxiety ("anxiety") and depression ("depression"). In february 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea"), weight decreased ("weight loss"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with antidepressants, duloxetine hydrochloride (cymbalta), surgery (robot-assisted total laparoscopic hysterectomy), surgery (bilateral removal of essure and bilateral linear salpingostomy on (B)(6) 2008), surgery (bilateral removal of essure and bilateral linear salpingostomy), surgery (underwent a laparoscopic explant of the device due to complications from the essure device.) And surgery (bilateral removal of essure and bilateral linear salpingostomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, device expulsion, antiphospholipid syndrome, inflammatory bowel disease, hypersensitivity, vaginal haemorrhage, menorrhagia, raynaud's phenomenon, cystitis interstitial, cystitis, dyspareunia, fatigue, vaginal infection, nausea, burning sensation, allergy to metals, anxiety, depression and weight decreased outcome was unknown and the pelvic pain, dysmenorrhoea, vulvovaginal pain and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, antiphospholipid syndrome, anxiety, burning sensation, cystitis, cystitis interstitial, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hypersensitivity, inflammatory bowel disease, menorrhagia, nausea, pelvic pain, raynaud's phenomenon, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure (ess205). The reporter commented: 23dec2008 - a. Essure from left tube removal: explanted essure wire. B. Essure from right tube removal: explanted essure wire. (B)(6) 2012 - ultrasound transvaginal - impression: fallopian tube coil seen within the left aspect of the endometrium. (B)(6) 2012 she has a retained iud coil, which is nickel. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on 1-feb-2007: total bilateral occlusion; on (B)(6) 2010: blockage of the bilateral fallopian tubes ultrasound scan - in march 2012: part of the essure coil still in place (B)(6) 2008 MRI cervical impression: 1. At the c5-6 level, there is a posterior annular tear and small central posterior disc herniation/extrusion which mildly effaces the thecal sac. 2. At the c2-3 level1 tiny central posterior disc herniation/protrusion mildly effaces the thecal sac. 3. At the c4-5 level, there is a posterior annular tear and tiny right paracentral posterior disc herniation/protrusion which mildly effaces the thecal sac. 4. No subluxation. MRI lumbar spine. Impression: 1. At the l5-s1 level, there is a posterior annular tear and tiny right posterolateral disc herniation/protrusion which does not significantly efface the thecal sac. The right neural foramen is minimally narrowed. 2. The other lumbar levels are unremarkable. 3. Straightening of the usual lumbar lordosis, which may be related to muscle spasm. 4. No compression fracture or subluxation. CT pelvis. Impression: 1. Nonspecific small to modest amount of free fluid in the lower pelvis. 2. Several right ovarian cysts, the largest measuring approximately 2 cm. 3. Bilateral metallic coils identified in the fallopian tube distribution compatible; with the patients known birth control. If clinically warranted, follow-up pelvic sonography may be of further assistance in evaluation. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: abdominal pain, pelvic pain, inflammatory bowel disease, depression, allergic to nickel, dyspareunia, raynaud¿s, back pain". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-aug-2018: quality-safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("part of the essure coil still in place/ 4 piece in uterus"), fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)"), pelvic pain ("pelvic pain / pain"), device expulsion ("migration of essure device location of device: uterus"), uterine inflammation ("severe inflammation"), antiphospholipid syndrome ("antiphospholipid antibody syndrome/ autoimmune disorder type of disorder:antiphospholipid antibody syndrome") and inflammatory bowel disease ("inflammatory bowel disease") in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included antiphospholipid syndrome. (B)(6) 2008- MRI cervical impression: at the c5-6 level, there is a posterior annular tear and small central posterior disc herniation/extrusion which mildly effaces the thecal sac. 2. At the c2-3 level1 tiny central posterior disc herniation/protrusion mildly effaces the thecal sac. 3. At the c4-5 level, there is a posterior annular tear and tiny right paracentral posterior disc herniation/protrusion which mildly effaces the thecal sac. 4. No subluxation. MRI lumbar spine impression: at the l5-s1 level, there is a posterior annular tear and tiny right posterolateral disc herniation/protrusion which does not significantly efface the thecal sac. The right neural foramen is minimally narrowed. 2. The other lumbar levels are unremarkable. 3. Straightening of the usual lumbar lordosis, which may be related to muscle spasm. 4. No compression fracture or subluxation. CT pelvis impression: nonspecific small to modest amount of free fluid in the lower pelvis. 2. Several right ovarian cysts, the largest measuring approximately 2 cm. 3. Bilateral metallic coils identified in the fallopian tube distribution compatible; with the patients known birth control. If clinically warranted, follow-up pelvic sonography may be of further assistance in evaluation. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included overweight, cervicitis, pain in cervical spine, endometriosis, parakeratosis, adenomyosis, herpes genitalis, bloating and recurrent urinary tract infection. Concomitant products included alprazolam (xanax), azithromycin (zithromax), clonazepam, oxybutynin hydrochloride (oxybutynin chloride), oxycodone hydrochloride (oxycodon) since (B)(6) 2009 and phenazopyridine hydrochloride (pyridium). In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced raynaud's phenomenon ("raynaud's,/ autoimmune disorder type of disorder: raynaud's,") and cystitis interstitial ("intestinal cystitis/ autoimmune disorder type of disorder: intestinal cystitis/bladder or urinary problems or changes:interstitial cystitis"). On (B)(6) 2008, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2008, the patient experienced inflammatory bowel disease (seriousness criterion medically significant) and allergy to metals ("nickel allergy") with urticaria. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2011, the patient experienced burning sensation ("severe burning all over the body"). On (B)(6) 2011, the patient experienced antiphospholipid syndrome (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced cystitis ("bladder infection") and vaginal infection ("vaginal infection") with vaginal discharge. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), fatigue ("fatigue"), nausea ("nausea"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), irritable bowel syndrome ("irritable bowel syndrome") and bladder pain ("bladder pain") and was found to have weight decreased ("weight loss"). The patient was treated with antidepressants, duloxetine hydrochloride (cymbalta) and surgery (bilateral removal of essure and bilateral linear salpingostomy on (B)(6) 2008, robot-assisted total laparoscopic hysterectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, device expulsion, uterine inflammation, antiphospholipid syndrome, inflammatory bowel disease, hypersensitivity, vaginal haemorrhage, menorrhagia, raynaud's phenomenon, cystitis interstitial, cystitis, dyspareunia, fatigue, vaginal infection, nausea, burning sensation, allergy to metals, anxiety, depression and weight decreased outcome was unknown and the pelvic pain, dysmenorrhoea, vulvovaginal pain, abdominal pain and bladder pain had resolved. The reporter considered abdominal pain, allergy to metals, antiphospholipid syndrome, anxiety, bladder pain, burning sensation, cystitis, cystitis interstitial, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hypersensitivity, inflammatory bowel disease, irritable bowel syndrome, menorrhagia, nausea, pelvic pain, raynaud's phenomenon, uterine inflammation, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure (ess205). The reporter commented: (B)(6) 2008 - a. Essure from left tube removal: explanted essure wire. B. Essure from right tube removal: explanted essure wire. (B)(6) 2012 - ultrasound transvaginal - impression: fallopian tube coil seen within the left aspect of the endometrium. (B)(6) 2012 she has a retained iud coil, which is nickel. As per current follow up: date(s) of removal: (B)(6) 2008. Procedure: surgical removal of coil(s) - laparoscopical essure removal, total hysterectomy (uterus and cervix removed) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion; on (B)(6) 2010: results: blockage of the bilateral fallopian tubes. Ultrasound scan - in (B)(6) 2012: results: part of the essure coil still in place. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: abdominal pain, pelvic pain, inflammatory bowel disease, depression, allergic to nickel, dyspareunia, raynaud¿s, back pain". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-jan-2019: plaintiff fact sheet- event:severe inflammation added. Event outcome updated for bladder pain to recovered/resolved. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("part of the essure coil still in place"), fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)"), pelvic pain ("pelvic pain / pain"), device expulsion ("migration of essure device location of device: uterus"), antiphospholipid syndrome ("antiphospholipid antibody syndrome/ autoimmune disorder type of disorder:antiphospholipid antibody syndrome") and inflammatory bowel disease ("inflammatory bowel disease") in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included overweight, cervicitis, pain in cervical spine, endometriosis, parakeratosis, adenomyosis, herpes genitalis, bloating and recurrent urinary tract infection. Concomitant products included oxycodone hydrochloride (oxycodon) since (B)(6) 2009. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced raynaud's phenomenon ("raynaud's,/ autoimmune disorder type of disorder: raynaud's,") and cystitis interstitial ("intestinal cystitis/ autoimmune disorder type of disorder: intestinal cystitis"). On (B)(6) 2008, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2008, the patient experienced inflammatory bowel disease (seriousness criterion medically significant) and allergy to metals ("nickel allergy") with urticaria. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2011, the patient experienced burning sensation ("severe burning all over the body"). On (B)(6) 2011, the patient experienced antiphospholipid syndrome (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced cystitis ("bladder infection") and vaginal infection ("vaginal infection") with vaginal discharge. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), fatigue ("fatigue"), nausea ("nausea"), weight decreased ("weight loss"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and irritable bowel syndrome ("irritable bowel syndrome"). The patient was treated with antidepressants, duloxetine hydrochloride (cymbalta), surgery (robot-assisted total laparoscopic hysterectomy), surgery (bilateral removal of essure and bilateral linear salpingostomy on (B)(6) 2008).essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, device expulsion, antiphospholipid syndrome, inflammatory bowel disease, hypersensitivity, vaginal haemorrhage, menorrhagia, raynaud's phenomenon, cystitis interstitial, cystitis, dyspareunia, fatigue, vaginal infection, nausea, burning sensation, allergy to metals, anxiety, depression and weight decreased outcome was unknown and the pelvic pain, dysmenorrhoea, vulvovaginal pain and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, antiphospholipid syndrome, anxiety, burning sensation, cystitis, cystitis interstitial, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hypersensitivity, inflammatory bowel disease, irritable bowel syndrome, menorrhagia, nausea, pelvic pain, raynaud's phenomenon, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure (ess205). The reporter commented: (B)(6) 2008 - a. Essure from left tube removal: explanted essure wire. B. Essure from right tube removal: explanted essure wire. (B)(6) 2012 - ultrasound transvaginal - impression: fallopian tube coil seen within the left aspect of the endometrium. (B)(6) 2012 she has a retained iud coil, which is nickel. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion; on (B)(6) 2010: blockage of the bilateral fallopian tubes ultrasound scan - in (B)(6) 2012: part of the essure coil still in place (B)(6) 2008- MRI cervical. Impression: at the c5-6 level, there is a posterior annular tear and small central posterior disc herniation/extrusion which mildly effaces the thecal sac. 2. At the c2-3 level1 tiny central posterior disc herniation/protrusion mildly effaces the thecal sac. 3. At the c4-5 level, there is a posterior annular tear and tiny right paracentral posterior disc herniation/protrusion which mildly effaces the thecal sac. 4. No subluxation. MRI lumbar spine. Impression: at the l5-s1 level, there is a posterior annular tear and tiny right posterolateral disc herniation/protrusion which does not significantly efface the thecal sac. The right neural foramen is minimally narrowed. 2. The other lumbar levels are unremarkable. 3. Straightening of the usual lumbar lordosis, which may be related to muscle spasm. 4. No compression fracture or subluxation. CT pelvis. Impression: nonspecific small to modest amount of free fluid in the lower pelvis. 2. Several right ovarian cysts, the largest measuring approximately 2 cm. 3. Bilateral metallic coils identified in the fallopian tube distribution compatible; with the patients known birth control. If clinically warranted, follow-up pelvic sonography may be of further assistance in evaluation. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: abdominal pain, pelvic pain, inflammatory bowel disease, depression, allergic to nickel, dyspareunia, raynaud¿s, back pain". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-oct-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, other relevant history updated. Events were clubbed with previously reported events. Event: irritable bowel syndrome was newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("part of the essure coil still in place/ 4 piece in uterus"), fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)/migration of essure device location of device: uterus"), pelvic pain ("pelvic pain / pain / pelvic area"), uterine inflammation ("severe inflammation"), antiphospholipid syndrome ("antiphospholipid antibody syndrome/ autoimmune disorder type of disorder:antiphospholipid antibody syndrome") and inflammatory bowel disease ("inflammatory bowel disease") in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included antiphospholipid syndrome, chest pain, bronchitis, ear pain, dizziness, weakness, eustachian tube dysfunction, cervicitis, chronic bronchitis, lymphadenopathy, neck pain, pain in cervical spine, muscle spasm, low back pain, pain in hip, bone cyst, scoliosis, pain lumbosacral, swelling, ovarian cyst, shortness of breath, myalgia, myositis, burning feeling vagina, fibromyalgia, burning finger, pneumonia, muscle biopsy, cough, dyspareunia, chronic bronchitis, discomfort in joints, venous thrombosis, endometriosis, diarrhea, arthritis, pain in hip, knee pain, shoulder pain, parakeratosis, adenomyosis, urinary urgency, urinary frequency, itching all over, raynaud's syndrome, nerve pain, pelvic adhesions, flank pain, mouth swelling and vaginal lesion. (B)(6)2008- MRI cervical: at the c5-6 level, there is a posterior annular tear and small central posterior disc herniation/extrusion which mildly effaces the thecal sac. 2. At the c2-3 level1 tiny central posterior disc herniation/protrusion mildly effaces the thecal sac. 3. At the c4-5 level, there is a posterior annular tear and tiny right paracentral posterior disc herniation/protrusion which mildly effaces the thecal sac. 4. No subluxation. MRI lumbar spine: at the l5-s1 level, there is a posterior annular tear and tiny right posterolateral disc herniation/protrusion which does not significantly efface the thecal sac. The right neural foramen is minimally narrowed. 2. The other lumbar levels are unremarkable. 3. Straightening of the usual lumbar lordosis, which may be related to muscle spasm. 4. No compression fracture or subluxation. CT pelvis: nonspecific small to modest amount of free fluid in the lower pelvis. 2. Several right ovarian cysts, the largest measuring approximately 2 cm. 3. Bilateral metallic coils identified in the fallopian tube distribution compatible; with the patients known birth control. If clinically warranted, follow-up pelvic sonography may be of further assistance in evaluation. Essure confirmation test: the doctor told me that both fallopian tubes were blocked successfully. Previously administered products included for an unreported indication: atarax, oral contraceptive nos, aspirin and verapamil. Concurrent conditions included overweight, cervicitis, pain in cervical spine, endometriosis, parakeratosis, adenomyosis, herpes genitalis, bloating and recurrent urinary tract infection. Concomitant products included alprazolam (xanax), azithromycin (zithromax), clonazepam since (B)(6)2008, oxybutynin hydrochloride (oxybutynin chloride), oxycodone hydrochloride (oxycodon) since (B)(6)2009 and phenazopyridine hydrochloride (pyridium). In (B)(6)2006, the patient had essure (ess205) inserted. On (B)(6)2008, the patient experienced anxiety ("anxiety/ mental anguish") and depression ("depression"). On (B)(6)2008, the patient experienced inflammatory bowel disease (seriousness criterion medically significant) and allergy to metals ("nickel allergy") with urticaria. On (B)(6)2008, the patient experienced nausea ("nausea"). In (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2011, the patient experienced burning sensation ("severe burning all over the body"). On (B)(6)2011, the patient experienced antiphospholipid syndrome (seriousness criterion medically significant) and raynaud's phenomenon ("raynaud's,/ autoimmune disorder type of disorder: raynaud's,"). On (B)(6)2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6)2012, the patient experienced cystitis interstitial ("intestinal cystitis/ autoimmune disorder type of disorder: intestinal cystitis/bladder or urinary problems or changes:interstitial cystitis"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2012, the patient experienced cystitis ("bladder infection"), vaginal infection ("vaginal infection") with vaginal discharge and bladder disorder ("bladder or urinary problem changes:bladder disorder"). In (B)(6)2013, the patient experienced urinary tract infection ("infection-(bladder/urinary/vaginal)urinary tract infection"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain/ abdominal area"), irritable bowel syndrome ("irritable bowel syndrome") and bladder pain ("bladder pain") and was found to have weight decreased ("weight loss"). The patient was treated with antidepressants, duloxetine hydrochloride (cymbalta) and surgery (bilateral removal of essure and bilateral linear salpingostomy, bilateral removal of essure and bilateral linear salpingostomy on (B)(6)2008, robot-assisted total laparoscopic hysterectomy, hysterectomy and underwent hysterectomy (full)). Essure (ess205) was removed on (B)(6)2012. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, uterine inflammation, antiphospholipid syndrome, inflammatory bowel disease, hypersensitivity, vaginal haemorrhage, menorrhagia, raynaud's phenomenon, cystitis interstitial, cystitis, dyspareunia, fatigue, vaginal infection, nausea, burning sensation, allergy to metals, anxiety, depression, weight decreased, urinary tract infection and bladder disorder outcome was unknown and the pelvic pain, dysmenorrhoea, vulvovaginal pain, abdominal pain and bladder pain had resolved. The reporter considered abdominal pain, allergy to metals, antiphospholipid syndrome, anxiety, bladder disorder, bladder pain, burning sensation, cystitis, cystitis interstitial, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hypersensitivity, inflammatory bowel disease, irritable bowel syndrome, menorrhagia, nausea, pelvic pain, raynaud's phenomenon, urinary tract infection, uterine inflammation, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure (ess205). The reporter commented: (B)(6)2008 - a. Essure from left tube removal: explanted essure wire. B. Essure from right tube removal: explanted essure wire. (B)(6)2012 - ultrasound transvaginal - impression: fallopian tube coil seen within the left aspect of the endometrium. (B)(6)2012 she has a retained iud coil, which is nickel. As per current follow up: date(s) of removal: (B)(6)2008 procedure: surgical removal of coil(s) - laparoscopical essure removal, total hysterectomy (uterus and cervix removed). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on (B)(6)2007: results: total bilateral occlusion; on (B)(6)2010: results: blockage of the bilateral fallopian tubes. Ultrasound scan - in (B)(6)2012: results: part of the essure coil still in place. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: abdominal pain, pelvic pain, inflammatory bowel disease, depression, allergic to nickel, dyspareunia, raynaud¿s, back pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2019: pfs received- event ¿urinary tract infection¿ added. Bladder or urinary problem changes: bladder. Event migration of essure device location of device: uterus(device expulsion )clubbed with uterine perforation. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("part of the essure coil still in place"), fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)"), pelvic pain ("pelvic pain / pain"), device expulsion ("migration of essure device location of device: uterus"), antiphospholipid syndrome ("antiphospholipid antibody syndrome/ autoimmune disorder type of disorder:antiphospholipid antibody syndrome") and inflammatory bowel disease ("inflammatory bowel disease") in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: * (B)(6)2008- MRI cervical impression: 1. At the c5-6 level, there is a posterior annular tear and small central posterior disc herniation/extrusion which mildly effaces the thecal sac. 2. At the c2-3 level1 tiny central posterior disc herniation/protrusion mildly effaces the thecal sac. 3. At the c4-5 level, there is a posterior annular tear and tiny right paracentral posterior disc herniation/protrusion which mildly effaces the thecal sac. 4. No subluxation. MRI lumbar spine impression: 1. At the l5-s1 level, there is a posterior annular tear and tiny right posterolateral disc herniation/protrusion which does not significantly efface the thecal sac. The right neural foramen is minimally narrowed. 2. The other lumbar levels are unremarkable. 3. Straightening of the usual lumbar lordosis, which may be related to muscle spasm. 4. No compression fracture or subluxation. CT pelvis impression: 1. Nonspecific small to modest amount of free fluid in the lower pelvis. 2. Several right ovarian cysts, the largest measuring approximately 2 cm. 3. Bilateral metallic coils identified in the fallopian tube distribution compatible; with the patients known birth control. If clinically warranted, follow-up pelvic sonography may be of further assistance in evaluation. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included overweight, cervicitis, pain in cervical spine, endometriosis, parakeratosis, adenomyosis, herpes genitalis, bloating and recurrent urinary tract infection. Concomitant products included oxycodone hydrochloride (oxycodon) since february 2009. In december 2006, the patient had essure (ess205) inserted. In january 2008, the patient experienced raynaud's phenomenon ("raynaud's,/ autoimmune disorder type of disorder: raynaud's,") and cystitis interstitial ("intestinal cystitis/ autoimmune disorder type of disorder: intestinal cystitis"). On (B)(6)2008, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6)2008, the patient experienced inflammatory bowel disease (seriousness criterion medically significant) and allergy to metals ("nickel allergy") with urticaria. In (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2011, the patient experienced burning sensation ("severe burning all over the body"). On (B)(6)2011, the patient experienced antiphospholipid syndrome (seriousness criterion medically significant). On (B)(6)2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). In february 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6)2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2012, the patient experienced cystitis ("bladder infection") and vaginal infection ("vaginal infection") with vaginal discharge. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), fatigue ("fatigue"), nausea ("nausea"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), irritable bowel syndrome ("irritable bowel syndrome") and bladder pain ("bladder pain") and was found to have weight decreased ("weight loss"). The patient was treated with antidepressants, duloxetine hydrochloride (cymbalta) and surgery (bilateral removal of essure and bilateral linear salpingostomy, bilateral removal of essure and bilateral linear salpingostomy on (B)(6)2008, robot-assisted total laparoscopic hysterectomy and underwent hysterectomy (full)). Essure (ess205) was removed on (B)(6)2012. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, device expulsion, antiphospholipid syndrome, inflammatory bowel disease, hypersensitivity, vaginal haemorrhage, menorrhagia, raynaud's phenomenon, cystitis interstitial, cystitis, dyspareunia, fatigue, vaginal infection, nausea, burning sensation, allergy to metals, anxiety, depression, weight decreased and bladder pain outcome was unknown and the pelvic pain, dysmenorrhoea, vulvovaginal pain and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, antiphospholipid syndrome, anxiety, bladder pain, burning sensation, cystitis, cystitis interstitial, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hypersensitivity, inflammatory bowel disease, irritable bowel syndrome, menorrhagia, nausea, pelvic pain, raynaud's phenomenon, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure (ess205). The reporter commented: (B)(6)2008 - a. Essure from left tube removal: explanted essure wire. B. Essure from right tube removal: explanted essure wire. (B)(6)2012 - ultrasound transvaginal - impression: fallopian tube coil seen within the left aspect of the endometrium. (B)(6)2012 she has a retained iud coil, which is nickel. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on (B)(6)2007: results: total bilateral occlusion; on (B)(6)2010: results: blockage of the bilateral fallopian tubes. Ultrasound scan - in (B)(6)2012: results: part of the essure coil still in place. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: abdominal pain, pelvic pain, inflammatory bowel disease, depression, allergic to nickel, dyspareunia, raynaud¿s, back pain". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received- new event bladder pain were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('part of the essure coil still in place/ 4 piece in uterus'), fallopian tube perforation ('perforation (fallopian tube(s'), uterine perforation ('perforation (uterus)/migration of essure device location of device: uterus'), pelvic pain ('pelvic pain / pain / pelvic area'), uterine inflammation ('severe inflammation'), antiphospholipid syndrome ('antiphospholipid antibody syndrome/ autoimmune disorder type of disorder:antiphospholipid antibody syndrome') and inflammatory bowel disease ('inflammatory bowel disease') in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included antiphospholipid syndrome, chest pain, bronchitis, ear pain, dizziness, weakness, eustachian tube dysfunction, cervicitis, chronic bronchitis, lymphadenopathy, neck pain, pain in cervical spine, muscle spasm, low back pain, pain in hip, bone cyst, scoliosis, pain lumbosacral, swelling nos, ovarian cyst, shortness of breath, myalgia, myositis, vulval burning sensation, fibromyalgia, burning finger, pneumonia, muscle biopsy, cough, dyspareunia, chronic bronchitis, discomfort in joints, venous thrombosis, endometriosis, diarrhea, arthritis, pain in hip, aching in knees, shoulder pain, parakeratosis, adenomyosis, urinary urgency, urinary frequency, itching all over, raynaud's syndrome, nerve pain, pelvic adhesions, flank pain, circumoral swelling and vulval lesion. On (B)(6) 2008- MRI cervical: at the c5-6 level, there is a posterior annular tear and small central posterior disc herniation/extrusion which mildly effaces the thecal sac. 2. At the c2-3 level1 tiny central posterior disc herniation / protrusion mildly effaces the thecal sac. 3. At the c4-5 level, there is a posterior annular tear and tiny right paracentral posterior disc herniation / protrusion which mildly effaces the thecal sac. 4. No subluxation. MRI lumbar spine: at the l5-s1 level, there is a posterior annular tear and tiny right posterolateral disc herniation / protrusion which does not significantly efface the thecal sac. The right neural foramen is minimally narrowed. 2. The other lumbar levels are unremarkable. 3. Straightening of the usual lumbar lordosis, which may be related to muscle spasm. 4. No compression fracture or subluxation. CT pelvis: nonspecific small to modest amount of free fluid in the lower pelvis. 2. Several right ovarian cysts, the largest measuring approximately 2 cm. 3. Bilateral metallic coils identified in the fallopian tube distribution compatible; with the patients known birth control. If clinically warranted, follow-up pelvic sonography may be of further assistance in evaluation. Essure confirmation test: the doctor told me that both fallopian tubes were blocked successfully. Previously administered products included for an unreported indication: atarax, oral contraceptive nos, aspirin and verapamil. Concurrent conditions included overweight, cervicitis, pain in cervical spine, endometriosis, parakeratosis, adenomyosis, herpes genitalis, bloating and recurrent urinary tract infection. Concomitant products included alprazolam (xanax), azithromycin (zithromax), clonazepam since on (B)(6) 2008, oxybutynin hydrochloride (oxybutynin chloride), oxycodone hydrochloride (oxycodon) since on (B)(6) 2009 and phenazopyridine hydrochloride (pyridium). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced anxiety ("anxiety/ mental anguish") and depression ("depression"), 1 year 9 months after insertion of essure (ess205). On (B)(6) 2008, the patient experienced inflammatory bowel disease (seriousness criterion medically significant) and allergy to metals ("nickel allergy") with urticaria. On (B)(6) 2008, the patient experienced nausea ("nausea"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2011, the patient experienced burning sensation ("severe burning all over the body"). On (B)(6) 2011, the patient experienced antiphospholipid syndrome (seriousness criterion medically significant) and raynaud's phenomenon ("raynaud's,/ autoimmune disorder type of disorder: raynaud's,"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced cystitis interstitial ("intestinal cystitis / autoimmune disorder type of disorder: intestinal cystitis / bladder or urinary problems or changes: interstitial cystitis"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced cystitis ("bladder infection"), vaginal infection ("vaginal infection") with vaginal discharge and bladder disorder ("bladder or urinary problem changes:bladder disorder"). On (B)(6) 2013, the patient experienced urinary tract infection ("infection-(bladder / urinary / vaginal) urinary tract infection"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain/ abdominal area"), irritable bowel syndrome ("irritable bowel syndrome"), bladder pain ("bladder pain"), genital haemorrhage ("gen. Abnormal bleeding"), bacterial vaginosis ("bacterial vaginosis") and vulvovaginal candidiasis ("candidal vaginosis") and was found to have weight decreased ("weight loss"). The patient was treated with antidepressants, duloxetine hydrochloride (cymbalta) and surgery (bilateral removal of essure and bilateral linear salpingostomy, bilateral removal of essure and bilateral linear salpingostomy on (B)(6) 2008, robot-assisted total laparoscopic hysterectomy, hysterectomy and underwent hysterectomy (full). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device breakage, uterine inflammation, antiphospholipid syndrome, inflammatory bowel disease, raynaud's phenomenon, cystitis interstitial, dyspareunia, fatigue, nausea, burning sensation, anxiety, depression and weight decreased outcome was unknown and the fallopian tube perforation, uterine perforation, pelvic pain, hypersensitivity, vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, allergy to metals, dysmenorrhoea, vulvovaginal pain, abdominal pain, bladder pain, urinary tract infection, bladder disorder, genital haemorrhage, bacterial vaginosis and vulvovaginal candidiasis had resolved. The reporter considered abdominal pain, allergy to metals, antiphospholipid syndrome, anxiety, bacterial vaginosis, bladder disorder, bladder pain, burning sensation, cystitis, cystitis interstitial, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, inflammatory bowel disease, irritable bowel syndrome, menorrhagia, nausea, pelvic pain, raynaud's phenomenon, urinary tract infection, uterine inflammation, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis, vulvovaginal pain and weight decreased to be related to essure (ess205). The reporter commented: on (B)(6) 2008: a. Essure from left tube removal: explanted essure wire. B. Essure from right tube removal: explanted essure wire. On (B)(6) 2012: ultrasound transvaginal: impression: fallopian tube coil seen within the left aspect of the endometrium. On (B)(6) 2012: she has a retained iud coil, which is nickel. As per current follow up: date(s) of removal: on (B)(6) 2008 and on (B)(6) 2012. Procedure: surgical removal of coil(s) laparoscopical essure removal, total hysterectomy (uterus and cervix removed). Patient received treatment for bacterial vaginosis, menorrhagia, pelvic pain, abdominal pain, uti, vaginal discharge, genital bleeding, hypersensitivity, nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram: on (B)(6) 2007: results: total bilateral occlusion; on (B)(6) 2010: results: blockage of the bilateral fallopian tubes. Ultrasound scan: on (B)(6) 2012: results: part of the essure coil still in place. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: abdominal pain, pelvic pain, inflammatory bowel disease, depression, allergic to nickel, dyspareunia, raynaud¿s, back pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the events pertaining to bladder/urinary problems was updated to recovered/resolved. Rcc note added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('part of the essure coil still in place/ 4 piece in uterus'), fallopian tube perforation ('perforation (fallopian tube(s))'), uterine perforation ('perforation (uterus)/migration of essure device location of device: uterus'), pelvic pain ('pelvic pain / pain / pelvic area'), uterine inflammation ('severe inflammation'), antiphospholipid syndrome ('antiphospholipid antibody syndrome/ autoimmune disorder type of disorder:antiphospholipid antibody syndrome') and inflammatory bowel disease ('inflammatory bowel disease') in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included antiphospholipid syndrome, chest pain, bronchitis, ear pain, dizziness, weakness, eustachian tube dysfunction, cervicitis, chronic bronchitis, lymphadenopathy, neck pain, pain in cervical spine, muscle spasm, low back pain, pain in hip, bone cyst, scoliosis, pain lumbosacral, swelling nos, ovarian cyst, shortness of breath, myalgia, myositis, vulval burning sensation, fibromyalgia, burning finger, pneumonia, muscle biopsy, cough, dyspareunia, chronic bronchitis, discomfort in joints, venous thrombosis, endometriosis, diarrhea, arthritis, pain in hip, aching in knees, shoulder pain, parakeratosis, adenomyosis, urinary urgency, urinary frequency, itching all over, raynaud's syndrome, nerve pain, pelvic adhesions, flank pain, circumoral swelling and vulval lesion. (B)(6)- MRI cervical: at the c5-6 level, there is a posterior annular tear and small central posterior disc herniation/extrusion which mildly effaces the thecal sac. 2. At the c2-3 level1 tiny central posterior disc herniation/protrusion mildly effaces the thecal sac. 3. At the c4-5 level, there is a posterior annular tear and tiny right paracentral posterior disc herniation/protrusion which mildly effaces the thecal sac. 4. No subluxation. MRI lumbar spine: at the l5-s1 level, there is a posterior annular tear and tiny right posterolateral disc herniation/protrusion which does not significantly efface the thecal sac. The right neural foramen is minimally narrowed. 2. The other lumbar levels are unremarkable. 3. Straightening of the usual lumbar lordosis, which may be related to muscle spasm. 4. No compression fracture or subluxation. CT pelvis: nonspecific small to modest amount of free fluid in the lower pelvis. 2. Several right ovarian cysts, the largest measuring approximately 2 cm. 3. Bilateral metallic coils identified in the fallopian tube distribution compatible; with the patients known birth control. If clinically warranted, follow-up pelvic sonography may be of further assistance in evaluation. Essure confirmation test: the doctor told me that both fallopian tubes were blocked successfully. Previously administered products included for an unreported indication: atarax, oral contraceptive nos, aspirin and verapamil. Concurrent conditions included overweight, cervicitis, pain in cervical spine, endometriosis, parakeratosis, adenomyosis, herpes genitalis, bloating and recurrent urinary tract infection. Concomitant products included alprazolam (xanax), azithromycin (zithromax), clonazepam since november 2008, oxybutynin hydrochloride (oxybutynin chloride), oxycodone hydrochloride (oxycodon) since (B)(6) 2009 and phenazopyridine hydrochloride (pyridium). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced anxiety ("anxiety/ mental anguish") and depression ("depression"), 1 year 9 months after insertion of essure (ess205). On (B)(6) 2008, the patient experienced inflammatory bowel disease (seriousness criterion medically significant) and allergy to metals ("nickel allergy") with urticaria. On (B)(6) 2008, the patient experienced nausea ("nausea"). In january 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2011, the patient experienced burning sensation ("severe burning all over the body"). On (B)(6) 2011, the patient experienced antiphospholipid syndrome (seriousness criterion medically significant) and raynaud's phenomenon ("raynaud's,/ autoimmune disorder type of disorder: raynaud's,"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced cystitis interstitial ("intestinal cystitis/ autoimmune disorder type of disorder: intestinal cystitis/bladder or urinary problems or changes:interstitial cystitis"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced cystitis ("bladder infection"), vaginal infection ("vaginal infection") with vaginal discharge and bladder disorder ("bladder or urinary problem changes:bladder disorder"). In january 2013, the patient experienced urinary tract infection ("infection-(bladder/urinary/vaginal)urinary tract infection"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain/ abdominal area"), irritable bowel syndrome ("irritable bowel syndrome"), bladder pain ("bladder pain"), genital haemorrhage ("gen. Abnormal bleeding"), bacterial vaginosis ("bacterial vaginosis") and vulvovaginal candidiasis ("candidal vaginosis") and was found to have weight decreased ("weight loss"). The patient was treated with antidepressants, duloxetine hydrochloride (cymbalta) and surgery (bilateral removal of essure and bilateral linear salpingostomy, bilateral removal of essure and bilateral linear salpingostomy on (B)(6) 2008, robot-assisted total laparoscopic hysterectomy, hysterectomy and underwent hysterectomy (full)). Essure (ess205) was removed on (B)(6)2012. At the time of the report, the device breakage, uterine inflammation, antiphospholipid syndrome, inflammatory bowel disease, vaginal haemorrhage, menorrhagia, raynaud's phenomenon, cystitis interstitial, cystitis, dyspareunia, fatigue, vaginal infection, nausea, burning sensation, anxiety, depression, weight decreased and bladder disorder outcome was unknown and the fallopian tube perforation, uterine perforation, pelvic pain, hypersensitivity, allergy to metals, dysmenorrhoea, vulvovaginal pain, abdominal pain, bladder pain, urinary tract infection, genital haemorrhage, bacterial vaginosis and vulvovaginal candidiasis had resolved. The reporter considered abdominal pain, allergy to metals, antiphospholipid syndrome, anxiety, bacterial vaginosis, bladder disorder, bladder pain, burning sensation, cystitis, cystitis interstitial, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, inflammatory bowel disease, irritable bowel syndrome, menorrhagia, nausea, pelvic pain, raynaud's phenomenon, urinary tract infection, uterine inflammation, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis, vulvovaginal pain and weight decreased to be related to essure (ess205). The reporter commented: (B)(6) 2008 - a. Essure from left tube removal: explanted essure wire. B. Essure from right tube removal: explanted essure wire. (B)(6) 2012 - ultrasound transvaginal - impression: fallopian tube coil seen within the left aspect of the endometrium. (B)(6) 2012 she has a retained iud coil, which is nickel. As per current follow up: date(s) of removal: (B)(6) 2008 procedure: surgical removal of coil(s) - laparoscopical essure removal, total hysterectomy (uterus and cervix removed). Patient received treatment for bacterial vaginosis, menorrhagia, pelvic pain, abdominal pain, uti, vaginal discharge, genital bleeding, hypersensitivity, nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion; on (B)(6) 2010: results: blockage of the bilateral fallopian tubes. Ultrasound scan - in (B)(6) 2012: results: part of the essure coil still in place. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: abdominal pain, pelvic pain, inflammatory bowel disease, depression, allergic to nickel, dyspareunia, raynaud¿s, back pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: events: bacterial vaginosis, candidal vaginosis, gen. Abnormal bleeding, uti, were added. Outcome and rcc comments updated. Essure insertion date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (underwent a laparoscopic explant of the device due to complications from the essure device.). At the time of the report, the pelvic pain, infection and hypersensitivity outcome was unknown. The reporter considered hypersensitivity, infection and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("part of the essure coil still in place"), fallopian tube perforation ("perforation (fallopian tube(s)"), uterine perforation ("perforation (uterus)"), pelvic pain ("pelvic pain / pain"), device expulsion ("migration of essure device location of device: uterus"), antiphospholipid syndrome ("antiphospholipid antibody syndrome") and inflammatory bowel disease ("inflammatory bowel disease") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, cervicitis, pain in cervical spine, endometriosis, parakeratosis, adenomyosis, herpes genitalis, bloating and recurrent urinary tract infection. Concomitant products included oxycodone hydrochloride (oxycodon) since february 2009. In december 2006, the patient had essure (ess205) inserted. In january 2008, the patient experienced raynaud's phenomenon ("raynaud's,"), cystitis interstitial ("intestinal cystitis") and allergy to metals ("nickel allergy") with urticaria. In january 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") with vaginal discharge and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced antiphospholipid syndrome (seriousness criterion medically significant) and inflammatory bowel disease (seriousness criterion medically significant). In 2011, the patient experienced burning sensation ("severe burning all over the body"), anxiety ("anxiety") and depression ("depression"). In february 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea"), weight decreased ("weight loss"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with antidepressants, duloxetine hydrochloride (cymbalta), surgery (robot-assisted total laparoscopic hysterectomy), surgery (bilateral removal of essure and bilateral linear salpingostomy ). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, device expulsion, antiphospholipid syndrome, inflammatory bowel disease, hypersensitivity, vaginal haemorrhage, menorrhagia, raynaud's phenomenon, cystitis interstitial, cystitis, dyspareunia, fatigue, vaginal infection, nausea, burning sensation, allergy to metals, anxiety, depression and weight decreased outcome was unknown and the pelvic pain, dysmenorrhoea, vulvovaginal pain and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, antiphospholipid syndrome, anxiety, burning sensation, cystitis, cystitis interstitial, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hypersensitivity, inflammatory bowel disease, menorrhagia, nausea, pelvic pain, raynaud's phenomenon, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure (ess205). The reporter commented: on (B)(6) 2008 - a. Essure from left tube removal: explanted essure wire. B. Essure from right tube removal: explanted essure wire. On (B)(6) 2012 - ultrasound transvaginal - impression: fallopian tube coil seen within the left aspect of the endometrium. On (B)(6) 2012 she has a retained iud coil, which is nickel. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion; on (B)(6) 2010: blockage of the bilateral fallopian tubes. Ultrasound scan - in march 2012: part of the essure coil still in place on (B)(6) 2008- MRI cervical. Impression: 1. At the c5-6 level, there is a posterior annular tear and small central posterior disc herniation/extrusion which mildly effaces the thecal sac. 2. At the c2-3 level1 tiny central posterior disc herniation/protrusion mildly effaces the thecal sac. 3. At the c4-5 level, there is a posterior annular tear and tiny right paracentral posterior disc herniation/protrusion which mildly effaces the thecal sac. 4. No subluxation. MRI lumbar spine impression: 1. At the l5-s1 level, there is a posterior annular tear and tiny right posterolateral disc herniation/protrusion which does not significantly efface the thecal sac. The right neural foramen is minimally narrowed. 2. The other lumbar levels are unremarkable. 3. Straightening of the usual lumbar lordosis, which may be related to muscle spasm. 4. No compression fracture or subluxation. CT pelvis. Impression: 1. Nonspecific small to modest amount of free fluid in the lower pelvis. 2. Several right ovarian cysts, the largest measuring approximately 2 cm. 3. Bilateral metallic coils identified in the fallopian tube distribution compatible; with the patients known birth control. If clinically warranted, follow-up pelvic sonography may be of further assistance in evaluation. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: abdominal pain, pelvic pain, inflammatory bowel disease, depression, allergic to nickel, dyspareunia, raynaud¿s, back pain". Most recent follow-up information incorporated above includes: on 15-mar-2018: pfs received - new events "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), raynaud's, intestinal cystitis, antiphospholipid antibody syndrome, dyspareunia (painful sexual intercourse), fatigue, inflammatory bowel disease, bladder infection, vaginal infection, migration of essure device location of device: uterus, nausea, severe burning all over the body, nickel allergy, perforation (fallopian tube(s), perforation (uterus), anxiety, depression, vaginal discharge, dysmenorrhea (cramping), hives, vaginal pain, abdominal pain and part of the essure coil still in place" were added. New reporter were added. Historical and concomitant conditions were added. Lab data was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.